Event description:
Patient states there is air in her IV line, patient had orencia infusing at 200ml/hr, infusion was complete but pump did not alarm, air almost reached the patient port. FDA safety report ID# (B)(4).